Event description:
Related manufacturer reference number: 2017865-2022-09429. It was reported that the patient presented to the hospital for a pacemaker change. Upon examination, it was noted that the right ventricular lead exhibited failure to capture during the procedure. The lead was not used. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Previously reported as an adverse event but should actually only be a malfunction. B1 should only have "malfunction" selected.

Manufacturer narrative:
Previously reported health impact as additional surgery but should actually only be a prolonged surgery. Section h6 has been updated.

Manufacturer narrative:
The reported event of failure to capture and no pacing could not be confirmed. Analysis found that the device was at ddd mode above elective replacement indicator level. Device was never implanted. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2022-09429 new information received notes pacemaker exhibited failure to pace. The pacemaker was replaced. The patient was stable in condition.